Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event "laser not firing" is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before surgery an ophthalmic console exhibited the laser filter malfunctioning because of which the lasers could be used and the console also displayed system message. Procedure details were not reported.